Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to automatic mode switching. Noise was reproducible with isometrics. No intervention was performed. The patient was stable and would be continued to be monitored.